Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the exact root cause of the problem could not be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns. A search of our field surveillance database yielded no other complaints of this type with this lot.

Event description:
Per received report: as resistance was felt during coil introduction, the coil was deployed partly into the aneurysm. During repositioning, resistance was encountered again. The coil was being withdrawn when it was noticed that the coil came out of the aneurysm. Further report stated that 3cm of the coil was in the microcatheter and 3cm floated out of the aneurysm. At this point, the coil was observed to be advancing slightly through fluoroscopy. Before any measures could be taken, the coil had embolised into the small cerebral artery and it began to shut down. Aspirin was immediately administered. The flow was restored which enabled the retrieval of the remaining coil using a 2mm ev3 gooseneck microsnare. The patient was fine post surgery. No other intervention was performed nor additional medication prescribed.